Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.  The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient stated that the power port # 1 was loose with intermittent loss of power.&#2068;he site performed a controller exchange and patient was given a new controller.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "loose component" and "intermittent loss of power." The reported event of loose component and intermittent power loss could not be confirmed. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Log files were reviewed and indicated that there were some potential switching events. The most likely root cause of the power switching events can be attributed to a communication error between the controller and the batteries. Heartware has opened an internal investigation to evaluate anomalies of communication errors between batteries and controllers. However, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.